Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no allegation from the healthcare provider that the patient's death was related to the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) displayed premature battery depletion, there was possible non-capture, and a pacing problem. Prior to the patient¿s arrival for removal of the ipg, the device could not be interrogated. During removal of the ipg from the pocket, the patient¿s rhythm went into asystole. The replacement device; a competitor device was attached. The patient died during the procedure. No other information is known at this time.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.